Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/22/2019. The product support engineer (pse) provided the latest revision of the service manual and the service bulletin (sb) regarding the issue via telephone. The customer was sent the 2.3 software version to install. The action(s) recommended by pse corresponds with accepted service practices for the symptom(s) generated by the device.

Event description:
The customer reported the ventilator turns on by itself. There was no patient involvement.